Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. No intervention or patient condition was reported.

Event description:
New information received notes that the patient's right ventricular (rv) lead was capped and replaced on (B)(6) 2024 due to noise oversensing. No patient condition was reported.

Event description:
New information received notes that the patient was in stable condition throughout.